Event description:
The manufacturer received information alleging the device displays a "service required" message related to an internal battery defect. There was no patient harm or injury reported.

Manufacturer narrative:
The device has yet to be evaluated by the manufacturer. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.